Event description:
The customer contacted beckman coulter, inc. (Bec) to report erroneously low results for white blood cells (wbc), red blood cells (rbc), hemoglobin (hgb), hematocrit (hct), and platelets (plt) for one (1) patient sample without instrument flags being generated on their coulter lh 780 hematology analyzer. Erroneously low results for wbc, rbc, hgb, hct, and plt for one (1) patient sample were reported out of the laboratory. The customer reported that he is not aware of any change to patient treatment due to the erroneously low results being reported out. The operator had questioned the results when it was discovered that the patient sample contained a clot while the operator was attempting to perform additional analyses on the same specimen tube of blood. A fresh sample of blood was drawn from the patient two (2) days later. The results for wbc, rbc, hgb, hct, and plt were higher on this redraw sample and were interpreted to be correct. Quality controls analyzed before the event occurred were recovering within their established ranges. The root cause of this event was attributed to a clot(s) in the patient sample.

Manufacturer narrative:
Result: patient sample contained clot(s). Misleading results can occur if specimens contain clots. Operators are urged to inspect specimens for clots and use good laboratory practices for verifying results to ensure misleading results are not generated.